Event description:
Analysis of the generator was completed on (B)(6) 2015. Based on the electrical test results, the device exhibited current consumption rates that are within specification, thereby demonstrating normal battery depletion to an eri condition. The electrical performance of the generator, as measured in the pa lab, will be used to conclude that no anomalies exist and the eri condition is an expected event. Analysis of the lead was completed on (B)(6) 2015. Note that a portion of the lead assembly including the electrodes was not returned for analysis; therefore a complete evaluation could not be performed on the entire lead product. The condition of the returned lead portions is consistent with conditions that typically exist following an explant procedure. No obvious anomalies were noted. The setscrew marks found on the lead connector pin provide evidence that, at one point in time, a good mechanical and electrical connection was present. Continuity checks of the returned lead portions were performed, during the visual analysis, with no discontinuities identified.

Event description:
It was reported that the patient was scheduled for generator and lead replacement for a non-functional vns. The patient underwent generator and lead replacement due to end of service generator. The lead was replaced for unknown reasons. Attempts to obtain additional relevant information have been unsuccessful to date. The lead and generator were received for analysis. Analysis is underway, but has not been completed to date.

Event description:
Further follow-up revealed that the patient was involved in a motor vehicle accident and then when the patient was seen by the physician high impedance was seen upon device diagnostics. At that time the patient was referred for generator and lead replacement.